Manufacturer narrative:
(B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26695773. Other device used: catalog #unk, unknown trilogy longevity constrained liner, lot #unk. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in a journal article titled "the focally constrained liner is a reasonable option for revision of unstable total hip arthroplasty" that all 5 patients who had an acetabular revision had a type I defect. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that five patients had a failure of the implant-host bone interface and required an acetabular revision.